Event description:
On the night of the event, the device was making a strange noise. After operating for an hour or so the device then stopped.

Manufacturer narrative:
During the night of the incident, the pt felt tired and had difficulty breathing. No remedial action was necessary. The next morning the pt was a lot better and had no further breathing difficulty. The device is being sent to the mfg design house for further eval.